Manufacturer narrative:
The device was returned and an evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported problem is physical in nature and would not be found in the event logs. Internal and external inspection was performed and no issues were noted. Full functional testing, electrical safety testing, calibration, and a simulated therapy was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice gave an electrical shock. This event occurred before use. The patient was not connected. There was no patient injury or medical intervention associated with this event. No additional information is available.